Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device remains implanted and was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. A definitive root cause of the reported suboptimal stent deployment can not be determined. Therefore, a root cause of undeterminable has been assigned to the reported issue.

Event description:
Following angioplasty the stent was delivered to the target lesion in the basilar artery (ba). However, during deployment the stent delivery system moved proximally to the lesion that resulted in suboptimal stent deployment. A second stent was successfully implanted to cover the target lesion. There was no clinical consequence to the patient.